Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. G3: corrected notification date to april 14, 2021. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00326. 0001032347-2021-00327. 0001032347-2021-00328. 0001032347-2021-00330. 0001032347-2021-00331. 0001032347-2021-00332. Item# 09-0257; lot# unk. Item# 09-0257; lot# unk. Item# 09-0257; lot# unk. Item# 09-0257; lot# unk. Item# 09-0257; lot# unk. Item# 09-0257; lot# unk. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a group of instruments had broken at the tip during initial procedures, all occurring on unknown dates. Attempts have been made and no further information has been provided.